Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip formed malformed clips. There were no patient consequences. Case completed with a ten clip applier.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was cycled and dried body fluids came off from the jaws and no clip was fed. After several actuations no clips were fed and the jaws remained in their closed position; the trigger was manually assisted in order to open the jaws. The device was disassembled in order to evaluate the condition of the internal components and excessive dried body fluids were found inside the handles and the shaft; in addition six clips were found to be present inside the clip track. It is possible that the dried body fluids could have prevented the proper feeding and formation of the clips. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.